Event description:
Customer reported aviva system blood glucose results, all mg/dl: (B)(6) 2013; 08:26 am 22; (B)(6) 2013 08:27 am 82; (B)(6) 2013 08:44 am 34; (B)(6) 2013 08:45 am 98; (B)(6) 2013 08:44 am 24; (B)(6) 2013 08:45 am 80; (B)(6) 2013 12:05 am 44; (B)(6) 2013 12:07 am 173. No adverse event was reported. The strips are not expected to be returned, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The meter in (B)(4) is the same as in (B)(4). When the customer returned his meter as requested in (B)(4), the attached letter, from which (B)(4) was created, was included.